Event description:
It was reported that the system had a generator error. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The tube connections were verified and the interconnect cable connections were verified. The system was tested and found to be working as intended and returned to service.